Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen has been intermittently unresponsive. The customer's blood glucose level was not impacted. Reportedly, the touchscreen becomes intermittently unresponsive during the bolus delivery sequence. Troubleshooting with tandem technical support was performed and the touchscreen appeared to be functioning as intended at the time of the call.